Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with a 375cc mentor memorygel breast implant experienced spontaneous left sided rupture post and bilateral ptosis procedure. The rupture was discovered during explant surgery. Explant, capsulorrhaphy, bilateral purse-string mastopexy, and replacement with 380cc mentor smooth round high profile saline prostheses was performed on (B)(6) 2022. The left sided rupture was reported initially under 1645337-2022-02671 on (B)(6) 2022. On (B)(6) 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.